Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Patient ID not provided. Patient weight not provided. Additional 510(k) numbers are k011028 and k013227.

Event description:
It was reported that it was impossible to unscrew the mount after placing the implant. The implant has been removed and replaced by another one.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G3: date received by the manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. H10: additional narrative. One implant was returned for investigation. Visual evaluation of the as returned product identified the mount was already released from the implant. No malfunction was noticed during product evaluation that will contribute to the event. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was high bone density (type I). The reported device was located on tooth # 46 (fdi) and was used, placed and removed on the same day. The customer did not provide any pictures or x-rays. Review of appropriate documentation: documents reviewed: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants 4869 rev 9-10/19. Information identified: 'contraindications' 'warnings' 'changes in performance' 'adverse effects'. DHR review: DHR review was completed for the subject lot number (1245259). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (1245259) for similar event and no other complaint was identified. Review completed utilizing keywords: 'does not disengage; release'. Post market trend review: aug post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not disengage/release) or product (tsvwb10). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did not occur and the reported event was unconfirmed.